Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, mildly tortuous, 90% stenosed distal right coronary artery. A non-abbott guide wire was advanced and caused a perforation, so a non-abbott balloon was used. A 2.8x26mm graftmaster covered stent delivery system failed to cross due to the anatomy. The proximal shaft became kinked, but there was no resistance during removal. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.